Manufacturer narrative:
The customer reports that the gas unit displays a cal error when doing a calibration. The customer has attempted to do a zero calibration multiple times and then perform the calibration, however as soon as the calibration button is pressed, a cal error appears. The water trap and sampling line has been replaced, the exhaust gas tube has been checked with no resolution. Customer would like to send the unit in for repair. A loaner unit was sent to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the gas unit displays a cal error when doing a calibration.

Manufacturer narrative:
The customer reported that the multigas unit displayed a "cal error" message when trying to perform a calibration. They tried to perform a zero calibration a couple of times, then do the calibration, but as soon as they pressed the calibrate button, the error message displayed. They replaced the water trap, sampling line, and checked the exhaust gas tube but still had the same issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device evaluation (performed by customer) nihon kohden later contacted the customer, since the device was never received in for repair as the customer had planned on doing. Nk was informed that the issue had been resolved by replacing the tank on-site.

Event description:
The customer reported that the multigas unit displayed a "cal error" message when trying to perform a calibration.